Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be dropping quickly. Reportedly, the battery gauge dropped from 90% to 5% while connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet and the pump was unable to be charged. Subsequently, the battery fully depleted and the pump shut off due to insufficient power. When the pump was powered back on, the battery gauge displayed 100%. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.